Event description:
The customer reported that the insulin pump had a motor error alarm during bolus. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was 458 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No motor error alarm during testing and the motor passed motor test. However, the insulin pump was received with cracked case at the display window corner, cracked battery tube threads, reservoir tube, cracked reservoir tube lip, and minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.